Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding inaccurate cuts involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 472 found the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events of inaccurate resections. There were only 9 other reported events (B)(4). Conclusion: the session and vp log data from the case was reviewed. An analysis of the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoints values was completed. Based on the data reviewed, all values were within tolerance. The mako operated as expected. No system defect or malfunction is suspected.

Event description:
Successful case completion. Recon forwarded post-op xray. Surgeon questioned anterior tilt. Update per sales rep on 22-may-2017: this was a mako robot case. Tka application. Per (B)(6), he could not question the surgeon because when he looked at the x-ray, there was no posterior slope. Logs: 5-16-17 umh.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Successful case completion. Recon forwarded post-op xray. Surgeon questioned anterior tilt. Update per sales rep on 22-may-2017: this was a mako robot case. Tka application. Update: per (B)(6), he could not question the surgeon because when he looked at the x-ray, there was no posterior slope. Logs: 5-16-17 umh.